Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (0012834417); product type: 0195-heart valves;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Once at the aortic annulus, the valve was partially deployed but subsequently recaptured due to suboptimal positioning. The valve was then partially deployed a second time with a target implant depth of 3 to 5 millimeters (mm). During the second deployment, an infold was noted. In response, the valve was recaptured and a third deployment attempt was made, however, an infold still remained. The valve was then recaptured for a third time and was removed from the patient's body. A new valve was then prepared and successfully implanted with the use of a new dcs. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: the patient executive summary was reviewed and provided sufficient information to assess the relevant anatomy. Review demonstrated a significantly calcified aortic valve with an annular perimeter of 86.1 millimeter (mm) and a perimeter-derived diameter of 27.4 mm, which would be consistent with consideration of a 34 mm evolut valve. Protruding annular calcification extending into the left ventricular outflow tract was noted. Documentation states that a pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. One intraprocedural fluoroscopic media file was submitted for review in relation to the reported event. Fluoroscopic valve load inspection images were not available; therefore, confirmation of appropriate valve loading could not be performed. The available image demonstrates a partially deployed valve with an infold. It was reported that the infold occurred after one recapture due to suboptimal valve depth, and multiple recaptures resulted in persistent infolding. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Of note, recapturing an infolded valve will not resolve an infold. Reportedly, the infolded valve was withdrawn, and a new valve was implanted. Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was noted after the third deployment attempt. Per the physician, heavy leaflet calcification may have contributed to the infold.